Manufacturer narrative:
Update to initial MDR in field: d6 additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16396113 description: next generation achor kit-sterile sc-2218-50, 596519: visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 19.50 cm from the distal end. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables are still contained inside the lead body. Sc-4316 16396113 the clik anchor is intact and no parts of it are missing.

Event description:
A report was received that the patient underwent a lead revision procedure due to suspected lead breakage. The physician replaced the lead and confirmed high impedances. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead revision procedure due to suspected lead breakage. The physician replaced the lead and confirmed high impedances. The patient was doing well postoperatively.